Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl; cause was unknown. Glucose gel and food were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: event 1: blood glucose (bg) values from 43-53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:34:21 pm to 8:54:20 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 8:34:21 pm. A tubing fill of size 1.455 units was observed on (B)(6) 2019 at 3:39:44 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, at 2:58:04 pm, 3:31:28 pm, and 3:40:22 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, at 6:53:32 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 2: blood glucose (bg) values from 50-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:23:38 am to 6:03:37 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 4:23:38 am and 5:53:37 am. On (B)(6) 2019, at 11:57:59 pm, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Event 3: blood glucose (bg) values from 40-50 mg/dl were recorded by continuous glucose monitor (cgm) from 10:18:30 pm to 10:33:31 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 10:18:30 pm. On (B)(6) 2019, at 7:04:17 pm, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Event 4: blood glucose (bg) values from 40-51 mg/dl were recorded by continuous glucose monitor (cgm) from 3:23:22 pm to 3:53:22 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 3:18:23 pm. On (B)(6) 2019, user made a bolus request of size 1.7 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.